Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a signal loss after which they experienced a hypoglycemic event. The morning of the day of the event the patient experienced loss of consciousness while the dexcom was showing a signal loss. A fingerstick was taken by the patient´s son and the blood glucose reading was 37 mg/dl. The patient was treated with 2 cans of soda, chocolate, and donuts. The patient would have been unconscious for about 45 minutes. When the patient regained consciousness a fingerstick was taken and the blood glucose reading was 98 mg/dl. No further treatment was reported to be needed, and no medical care was sought. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a wearable failure occurred. The probable cause was determined to be very low count aberration. No additional patient or event information is available.